Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient said she has stimulator for diarrhea and wanted help to use her patient programmer (pp). The patient was assisted to turn stimulation off and reviewed if she needed help to turn it back on after her appointment she can call back. The patient reported a recent uti and what she takes for it. The patient she had a uti, occurred maybe 3 or 4 days ago end of (B)(6) and just went to the urologist. He prescribed antibiotic. The patient when she filled the prescription, the pharmacy manager came over said side effect was increase her diarrhea. The patient said the doctor said it was fine to take over the counter medication for it. Patient called back about couple weeks later because she was not sure if she was implanted for bladder or bowel, but she was still have bladder leakage. Patient stated she had a urinary infection where she was put on antibiotic, and she thought that might be causing the leakage. Patient was still having the bladder problems. It was noted therapy was on. The patient was redirected to follow up with healthcare provider (hcp) and to monitor symptoms if changes are made and will follow up with hcp if doesn't resolve. The patient indicators for use were and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description. Information omitted pertained to related pe captured in (B)(4).